Event description:
Healthcare professional reported capsular contracture baker grade unknown. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Previous medwatch submission noted capsular contracture, baker grade unknown. Healthcare professional reported "no complaint against device". Hence capsular contracture, baker grade unknown is being unreported. Additional, changed, and/or corrected data: b5, h1, h6.

Event description:
The physician later reported no complaint against the right device, "it is for the left side only". The device remains implanted. This record relates to the right side.